Event description:
Information received by medtronic indicated that they had high on and off blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Customer did not feel ok to do troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.